Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) ) on (B)(6) 2016. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('pre-term labor') and device dislocation ('both essure devices in place and they are protruding out the top of the fallopian tubes') in an adult female patient who had essure (batch no. 872991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2016. The patient's medical history included parity 3, underweight, bladder infection and penicillin allergy. 2011 - dye test: both tubes were blocked. Previously administered products included for an unreported indication: nuvaring. Concomitant products included cetirizine hydrochloride (cetrizine) since 2010, ethinylestradiol;norgestimate (ortho-cyclen) from september 2011 to june 2012, ibuprofen, metoprolol from november 2016 to june 2017, metronidazole from december 2016 to january 2017 and salbutamol (proventil) from november 2016 to june 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vag. Discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/ pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (morrhagia)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnant/ pregnancy with complication."). In (B)(6) 2016, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitations/heart condition"). In (B)(6) 2017, the patient experienced premature labour (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (caesarian delivery). Essure treatment was not changed. At the time of the report, the premature labour, device dislocation, pregnancy with contraceptive device, vaginal discharge, dyspareunia, pelvic pain, abdominal pain, menorrhagia, fatigue, vaginal haemorrhage, vulvovaginal pain and palpitations outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with essure. The reporter considered abdominal pain, dyspareunia, fatigue, menorrhagia, palpitations, pelvic pain, premature labour, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , dyspareunia (painful sexual intercourse), abdominal pain, ), menorrhagia (heavy menstrual bleeding), vag. Discharge diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.9 kg/sqm. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Lot number: 872991 manufacture date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('pre-term labor') and device dislocation ('both essure devices in place and they are protruding out the top of the fallopian tubes') in an adult female patient who had essure (batch no. 872991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2016. The patient's medical history included parity 3, underweight, bladder infection and penicillin allergy. 2011 - dye test: both tubes were blocked. Previously administered products included for an unreported indication: nuvaring. Concomitant products included cetirizine hydrochloride (cetrizine) since 2010, ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) of 2011 to (B)(6) of 2012, ibuprofen, metoprolol from (B)(6) of 2016 to (B)(6) of 2017, metronidazole from (B)(6) of 2016 to (B)(6) of 2017 and salbutamol (proventil) from (B)(6) of 2016 to (B)(6) of 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) of 2013, the patient experienced vaginal discharge ("vag. Discharge"), dyspareunia ("dyspareunia (painful sexual intercourse), pelvic pain ("pelvic pain/ pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (morrhagia), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal). In (B)(6) of 2016, the patient was found to have a pregnancy with contraceptive device ("pregnant/ pregnancy with complication.") In (B)(6) of 2016, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitations/heart condition"). In (B)(6) of 2017, the patient experienced premature labour (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (caesarian delivery). Essure treatment was not changed. At the time of the report, the premature labour, device dislocation, pregnancy with contraceptive device, vaginal discharge, dyspareunia, pelvic pain, abdominal pain, menorrhagia, fatigue, vaginal haemorrhage, vulvovaginal pain and palpitations outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with essure. The reporter considered abdominal pain, dyspareunia, fatigue, menorrhagia, palpitations, pelvic pain, premature labour, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), vag. Discharge . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.9 kg/sqm. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: lot number: 872991 manufacturing date: 2011/06 expiration date: 2014/06. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded however, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se a review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received event "blood or heart disorder/condition type: heart palpitations and pre-term labor " were added. Concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5064791) on 30-sep-2016. The most recent information was received on 17-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('both essure devices in place and they are protruding out the top of the fallopian tubes') and pregnancy with contraceptive device ('pregnant/ pregnancy with complication.') In an adult female patient who had essure (batch no. 872991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2016. The patient's medical history included parity 3, underweight, bladder infection and penicillin allergy. 2011 - dye test: both tubes were blocked. Previously administered products included for an unreported indication: nuvaring. Concomitant products included cetirizine hydrochloride (cetirizine) since 2010, ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) 2011 to (B)(6) 2012, metoprolol from (B)(6) 2016 to (B)(6) 2017, metronidazole from (B)(6) 2016 to (B)(6) 2017 and salbutamol (proventil) from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/ pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and vaginal hemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), vaginal discharge ("vag. Discharge"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and cardiac disorder ("heart condition"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, vaginal discharge, dyspareunia, pelvic pain, abdominal pain, menorrhagia, fatigue, vaginal hemorrhage and vulvovaginal pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with essure. The reporter considered abdominal pain, cardiac disorder, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal hemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , dyspareunia (painful sexual intercourse), abdominal pain, ), menorrhagia (heavy menstrual bleeding), vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.9 kg/sqm. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: lot number: 872991, manufacturing date: 2011/06, expiration date: 2014/06. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded however, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se a review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs&mr received reporter information was added. New event added vaginal bleeding, vaginal pain, heart disorder. Severity added vaginal pain, abdominal pain. Concomitant drugs, medical history was added. Case upgraded to incident. On 4-nov-2019: narrative re-generated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.